Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that tka sigma fb ps implanted in 1998 per patient. No notes and no information could be read of implant. Ps post was found to be broken "post" piece could not be found inside joint or seen on x-rays. No remains of post could be found. The patient's knee was unstable most likely due to having a broken the ps post. Patient was revised to a ps art surface with increased thickness to achieve stability. No way to ID part number (B)(4) or lot number. Doi: 1998, dor: (B)(6) 2020, right knee.

Event description:
Additional information stated that the patient's knee was unstable most likely due to having a broken ps post.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.